Event description:
It was reported that the user of the ilet bionic pancreas experienced elevated blood glucose after eating small amounts of food, such as a handful of grapes, with readings reported up to 270 mg/dl and limited improvement despite entering multiple ¿more than meal¿ announcements, with more than 25 meal announcements logged in a single day. Symptoms included hyperglycemia. Outcomes included no reported health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, and the available information was insufficient to determine a specific medical device problem or implicated device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.